Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic with high ventricular rate episodes due to ventricular lead noise. The physician capped and replaced the lead on (B)(6) 2016 successfully. The patient had no issues during procedure or post procedure.